Manufacturer narrative:
The device has been returned and is being evaluated. When the product evaluation has been completed the findings will be submitted in a supplemental report. The lot serial number is unknown. When the lot serial number has been obtained, the device history record review will be completed and the results included in a supplemental report.

Event description:
It was reported that the red septum cover, the housing of the planecta, on a pressure monitoring set, was found to be detached. This was found during patient use. There is no further information available. The exact occurrence date is unknown. There is no patient injury reported.

Manufacturer narrative:
A supplemental MDR is being submitted due to a change in reportability. Per the evaluation, the septum cover/housing was not detached as reported, therefore this event is no longer reportable. The product evaluation has been completed. It was found that the septum cover/housing was not detached as reported. The red cap was attached to its housing. Further investigation found that the planecta lock or male luer could not be attached due to interference from inside of the sample. The reported issue could not be confirmed. The lot/serial number was unable to be obtained, therefore, the device history record review was unable to be completed. Refer to kra as an additional product code. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.